Event description:
The customer reported that while running a sample on the coulter ac *t diff 2 analyzer the baths started overflowing. The leak was not contained within the instrument. The instrument also recovered a vacuum error. The customer was advised to wear personal protective equipment (ppe), to power the instrument down and then back up but was unable to get the instrument back on. The act diff 2 is located within a flow cytometry lab, and it is used solely to set concentration levels for their flow counts. This unit does not run 4c/4c es controls. The customer uses a patient of known values and compares results with the values the main lab recovers. The difference between the two, were within acceptable established lab limits. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated as a result of this incident. No patient treatment was affected in connection withi this event.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site. The fse indicated that the customer attempted bleaching the system and was able to clear an apparent clog in the waste system prior to the service visit, which returned the instrument to normal operation. As preventive maintenance, the waste filter, tubing and hydrophilic filters were replaced by the fse. The cause of the leak can be attributed to a clog in the system which contributed to poor bath drain and the reported bath overflow. However, the instrument performed as expected, generating a vacuum error. (B)(4).